Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending.

Event description:
It was reported on 11/10/2022 by a sales representative via phone that an ar-1588rtt fibertak suture came off the needle while passing through tendon. Case involvement, no patient effect.